Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: coupler clamp loosening. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image angle shift due to coupler clamp loosening. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device was not fixed at an angle, and the video image was displayed outside the frame. This issue was found during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.